Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 0.3ml 31ga 6mm halfunit bagsla experienced hub separation from the device/cannula breaks off device prior to use. The following information was provided by the initial reporter: customer contacted us to make a complaint of the ultra-fine bd syringes 6mm capacity 30ui (lot 8057817b val 03/2023), reported that his wife who makes use of the syringes for insulin application and in the last package purchased when was to remove the orange protective cap the needle was stuck in it, said this happened with 3 syringes.

Manufacturer narrative:
Investigation summary: customer returned (1) 3/10cc, 6mm, 31g syringe in an open poly bag from lot # 8057817. Customer states that the needle was stuck in the cap. The syringe was returned with the hub-needle/shield assembly separated from the barrel. No damage to the barrel was observed. A review of the device history record was completed for batch # 8057817 all inspections were performed per the applicable operations qc specifications. There were three (3) notifications [(B)(4)] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. As per investigation completed by manufacturing, "on 23ju12019, holdrege received (1) 3/10cc, 6mm, 31g syringe in an open poly bag from lot # 8057817. The samples were decontaminated per hstr-17 and hqa-68 prior to being evaluated. A visual evaluation of the sample found a syringe with no needle assembly attached to it. The needle assembly was separate from the syringe. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. There did not appear to be any core pin damage on the hub. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, log book entries were looked at, nothing was found pertaining to this defect. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Tip-2019-37 was implemented on 10jul2019 for increased sampling for needle hub separates in 0.3ml."

Event description:
It was reported that an unspecified number of syringe 0.3ml 31ga 6mm halfunit bagsla experienced hub separation from the device/cannula breaks off device prior to use. The following information was provided by the initial reporter: customer contacted us to make a complaint of the ultra-fine bd syringes 6mm capacity 30ui (lot 8057817b val 03/2023), reported that his wife who makes use of the syringes for insulin application and in the last package purchased when was to remove the orange protective cap the needle was stuck in it, said this happened with 3 syringes.